Event description:
The customer reported via phone call that they received a bad sensor alert with their sensor. Customer stated they have changed their sensor, but was prompted to change their sensor again. It was also found the customer had 2 calibration error alerts. Customer's blood glucose was 213 mg/dl at the time of incident. It was also found the customer had inaccurate readings with their sensor. The customer stated their blood glucose was 98 mgd/dl and the sensor later alerted them of a low of 40 mg/dl. The threshold suspend feature was activated due to the inaccurate readings. Customer's sensor will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.